Manufacturer narrative:
Calibration and quality control (qc) results were valid. A siemens customer service engineer (cse) inspected the system and made alignments to to the sample probe, probe 1, probe 2 and probe 3. The incubation ring and probes alignments were checked; probe 1 and 2 were replaced. The r2 sensor reagent service was replaced. A precision test was planned; results were not provided. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained initial reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results on three patient samples on the same day. The initial reactive (positive) results were considered discordant compared to the nonreactive (negative) repeat results, which were tested on the same instrument. The samples were also tested with an alternate (manual) method and negative results were obtained. The customer reported the nonreactive (negative) results. There are no known reports of patient intervention or adverse health consequences due to the discordant initial reactive cov2t results.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00484 on 11/09/2020. Additional information - 12/14/2020: in initial MDR 1219913-2020-00484, the identification numbers of the second and third samples listed were identical. The customer has confirmed that these 2 samples are from different patients and provided the following information: patient sample (B)(6) is from a (B)(6) male. Patient sample (B)(6) is from a (B)(6) male. Patient sample (B)(6) is from a (B)(6) female. No other patient information was provided. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated.